Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke and driveline infection could not be conclusively determined. Stroke, bleeding, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 9 months. The event occurred at (B)(6) hospital. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, the patient suffered a hemorrhagic stroke at the right occipital temporal region. The patient did not have any motor or sensory deficits but had a hemianopsia, severe headache and vomiting. The patient reportedly had a hematoma with a perihematomal edema, and a unilateral right sided cerebral edema with a 5.5 cm midline shift. It was also reported that the patient developed a staphylococcus aureus driveline infection of the driveline exit site. It was reported that the patient has completely recovered. No additional information was provided.